Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that today when they started to charge the implantable neurostimulator (ins) the controller was showing replace controller batteries soon. The patient (pt) stated that they reset the controller and then the screen went black. Pt states they reset the controller again and it worked for a bit and then the controller showed replace controller batteries soon again. Agent had pt remove the battery pack (bp) and pt confirmed they see no visual damage to the bp, controller connector/pins. Pt put the bp back into the controller and had to "finish set up" with the time and date. Pt states they do see damage where the cord goes into the paddle it looks like the cord is pulling out and they can see gray and states it should be black like the coating on the wire. Agent sent request to repair to replace the recharger (rtm). Pt will call back if they need further assistance. Patient stated that last night they are trying to "cut off" the stimulation but it was still on, patient was still feeling it. Patient mentioned that they take the battery out but still feeling the stimulation so patient manually turn down the intensity. Patient m entioned that they were able to set everything back on but while doing so they saw replace controller battery message again. A request was sent to repair to replace the battery pack.